Event description:
Subject diagnosed with hcc in nov 2001 and received 139 gy of therasphere via right hepatic artery without incident. June 2002, CT abdomen showed new tumor in left hepatic lobe. Received 138 gy of therasphere via left hepatic artery without incident in 10/02. In 11/02, subject was admitted with multiple organ failure, symptoms: liver failure, bradycardia, hypotension, neutropenia/leukopenia, diarrhea, and vomting. Pt treated with IV fluids, dopamine, neupogen and broad-spectrum antibiotic regimen. Due to subject's worsening condition and poor prognosis, family elected comfort measures only. Subject died. Due to close time of treatment, it is not possible to exclude therasphere treatment as a possible cause of this event. Despite 11 mos. Interval, it is probable the liver had a memory of prior radiation damage and was sensitized to a 2nd challenge.